Manufacturer narrative:
The complaint product was returned to the supplier for evaluation. Functional testing was performed on the returned product. The evaluation identified detachment of the inflating tube, confirming the reported issue. The root cause could not be determined based on the available information. A review of complaint history identified two additional complaints involving the same part number and a similar failure mode within the preceding 24 months. No additional trends were identified at this time; complaint data will continue to be monitored for any emerging trends. The customer reported two possible lot numbers (2501st0098l and 2505st1325l) for the event, as they were unable to determine which lot number corresponded to each reported occurrence. The device history records (dhrs) for lots 2501st0098l and 2505st1325l were reviewed and confirmed that the product was manufactured in accordance with specifications. All information reasonably known as of 05 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and shouldnot be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that several days after intubation, the inflation tube detached, and reintubation was performed using a new tube. No harm or injury was reported as a result of this event. Airlife received a single report that referenced 3 different incidents, which were associated with separate units and involved different patients. This is the second of three reports refer to 3004748541-2026-00019 for the first report. Refer to 3004748541-2026-00021 for the third report.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. The customer reported two possible lot numbers (2501st0098l and 2505st1325l) for the event, as they were unable to determine which lot number corresponded to each reported occurrence, however a review of the device history record is in-progress for the reported lot numbers. All information reasonably known as of 24 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that several days after intubation, the inflation tube detached, and reintubation was performed using a new tube. No harm or injury was reported as a result of this event. Airlife received a single report that referenced 3 different incidents, which were associated with separate units and involved different patients. This is the second of three reports refer to 3004748541-2026-00019 for the first report. Refer to 3004748541-2026-00021 for the third report.